Manufacturer narrative:
The root cause of the event could not be determined with the information provided for further investigation. The quality control data prior to the event were fine. No other patient samples or assays were affected. There were no more issues with the glucose assay after the fsr was on site. There were no adverse events.

Event description:
The customer received questionable glucose results on their modular analytics p-module (serial number (B)(4)). The customer provided data for three patients with discrepant results reported outside the laboratory. A physician questioned two of the results because they did not match the patients hba1c results. Repeat testing was performed on another p-module. The first patient had an initial glucose result of 189 mg/dl. The repeat result was 104 mg/dl. The second patient had an initial glucose result of 179 mg/dl. The repeat result was 118 mg/dl. The third patient had an initial glucose result of 174 mg/dl. The repeat result was 93 mg/dl. The customer believed the repeat results were correct and they were issued as a corrected report. There were no adverse affects to the patients as a result of this event. The field service representative determined the cause of the event to be reagent carryover on glucose assay caused by low gear pump pressure resulting in insufficient internal flushing of reagent probes. The event was also caused by a defective r2 reagent probe causing it to not rinse thoroughly. He replaced gear pump head and r2 reagent probe. Successfully performed precision study. The customer performed successful quality control.